Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified error 32098 and replaced master tool manipulator left (mtml) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtml was analyzed and found to have errors 32098, 23069, 32198 upon reviewing field logs. A visual inspection of unit was performed and found no external damage. The unit was then placed on in-house system, and it failed with error 41114. Upon further testing, the unit failed during sine cycle with multiple errors which were related to the field complaint. The unit also failed additional tests which were unrelated to the field complaint. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a bad axis 2 shoulder motor. It can be resolved by replacing the mtm.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated errors occurred on the system. The tse confirmed the error in the logs pointing to master tool manipulator left (mtml). The procedure was completing as planned with no reported injury.